Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise, exit block and high, out of range hv lead impedance were observed. The lead was revised. The patient condition was stable. No further information available.